Manufacturer narrative:
Technical support performed troubleshooting over to determine the customer reported issue of npi error code 600.6835 on 8015 ls unit. Technical support: 1. Tech has error code 600.6835 on 8.15 ls unit 2. Tech transfer network config. Back onto unit, the transfer fail, 3. Gets error no rf card replace 4. Will replace rf card then try to transfer network back onto unit. Symptoms/system effect: ¿ 8015 unit giving a 600.6835 error after boot up. Source: alaris¿ pc unit model 8015 software and hardware upgrade instructions to v9.33.1 steps to solve (internal) solution/workaround summary: ¿ troubleshooting for 8015 with an error 600.6835. Suggested messaging: ¿ are you getting a 600.6835 error? High level steps/procedure: 1. Connect the alaris pc unit to the alaris system maintenance v10.33 software and repeat the transfer network configuration (silent) task. 2. If the transfer network configuration (silent) task fails, refer to the alaris system maintenance v10.33 software user manual for transfer network configuration ¿ error handling information. 3. If the error persists, return the alaris pc unit to carefusion for repair. A serial number was not provided therefore a review of the device history record cannot be performed. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support: 1. Tech has error code 600.6835 on 8.15 ls unit 2. Tech transfer network config. Back onto unit, the transfer fail, 3. Gets error no rf card replace 4. Will replace rf card then try to transfer network back onto unit. Symptoms/system effect: ¿ 8015 unit giving a 600.6835 error after boot up. Source: alaris¿ pc unit model 8015 software and hardware upgrade instructions to v9.33.1 steps to solve (internal) solution/workaround summary: ¿ troubleshooting for 8015 with an error 600.6835. Suggested messaging: ¿ are you getting a 600.6835 error? High level steps/procedure: 1. Connect the alaris pc unit to the alaris system maintenance v10.33 software and repeat the transfer network configuration (silent) task. 2. If the transfer network configuration (silent) task fails, refer to the alaris system maintenance v10.33 software user manual for transfer network configuration ¿ error handling information. 3. If the error persists, return the alaris pc unit to carefusion for repair. The customer reported problem was not confirmed. H3 other text : no product returned.

Event description:
It was reported that the device received error code 600.6835. There was no patient involvement.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the device received error code 600.6835. There was no patient involvement.